Event description:
Healthcare professional reported had "filled [the band] to its full capacity. When testing the volume 2 - 3 days after increasing the volume, the amount of liquid is not equivalent but less. Didn't see where it was leaking at the x-ray. The fluid was not clear, but pinkish color."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant data provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."